Event description:
In 2005, the patient was treated for a pseudoaneurysm by implanting two gore tag thoracic endoprostheses. Following this procedure, the patient was identified with a proximal pseudoaneurysm. A month later, the patient presented to the emergency room complaining of chest pain. Subsequently, computed tomography imaging identified the patient with extravasation of contrast, as well as enlargement of a hematoma noted on an early computed tomography scan (time unknown). At this time, the patient was also identified with an aorto-bronchial fistula, possibly an infection of the original aortic extender components, as well as a distal pseudoaneurysm. On the following day, the patient underwent open surgical repair where a fistula and infection was confirmed. The three aortic extender components and two gore tag thoracic endoprostheses were explanted. The patient tolerated this procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and explanted in this patient. Tg2610/03804345. Please note: this event was originally reported in medwatch 2953161-2006-00104. After investigation by gore, it is unknown if these devices were explanted; however, a decision has been made to report them as explanted.